Event description:
Patient device diagnostic testing at office visit resulted in high lead impedance reading (dc dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. X-rays were performed and sent to the manufacturer for review. X-rays confirmed a gross fracture of both wires approximately 1 cm below the distal tie-down. Lead strain relief could not be assessed because the entire lead was not visible via the x-ray views. Cause and date of the lead discontinuity is unknown. The treating neurologist is reportedly not aware if the patient had experienced any trauma that could have caused damage to the vns therapy system. Patient is mentally retarded and unable to communicate sufficiently to report when stimulation was last felt. The lead impedance was already high at time of the treating neurologist's first appointment with patient (approximately 18 months after implant). No revision surgery is planned. Patient's family members reportedly do not want further surgery. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance.